Event description:
Customer reported receiving erroneous high troponin (tni) results for a pt. The results were reported outside the lab. The samples were rerun. The corrected results were provided. There was no change in treatment for the pt. No further pt event details were provided. There ware no reports of any medical or surgical intervention to prevent or preclude serious injury.

Manufacturer narrative:
Field svc engineer (fse) was on site on (B)(4) 2008 and performed field diagnostic testing and preventative maintenance. Device testing indicated no device failure and device was within spec. MFR identified in f/u that pre-analytical sample handing may have contributed to the event; accordingly, customer advised that proper sample handling and centrifugation would be reviewed with the technical staff. The root cause has not been determined. This report is one of two reports being filed as two separate pt events were reported. This report is related to the number 2 pt event. Reference MDR # 2122870-2008-00334 for the previously reported pt #1 event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.